Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly. If the device is forcefully manipulated against resistance, damage such as a kinked and subsequent fractured pusher assembly may occur. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the hospital staff attempted to pull and push the packing coil lp forward. The packing coil lp would not move from the starting position of the introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using a ruby coil lp. There was no report of an adverse effect to the patient.